Event description:
It was reported that the patient was suspected to have passed away due to sudep. There was no confirmed cause of death provided by the medical examiner or physician. It is unknown as if the patient's device was explanted. No additional relevant information has been received to date.